Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to moisture damage on keypad traces. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had found that the act button was feeling a little loose and it would not respond. Customer's blood glucose level was 264 mg/dl. Customer treated with a manual injection. Customer did not expose the pump to moisture and did not find any damage on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.